Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera ii ultrasonic bronchofibervideoscope was incorrectly reprocessed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, due to the customer reported to us that they have not been brushing the balloon channel port. Therefore, we presume that it is misuse of the customer, and it deviates from the instruction manual. Olympus will continue to monitor field performance for this device.